Event description:
It was reported the device was in use with patient for infusion of treprostinil (used to treat pulmonary hypertension). The reporter stated the device was set to deliver at a rate of 11 ng/kg/min (0.016 ml/hr). The program nurse visited patient's home and checked the pump and found the pump was not keeping the programmed settings. The patient's treatment was continued using their backup pump. No adverse effects reported.